Event description:
Chief technologist reports that a pt was inadvertently injected with approximately 2 to 20 cc's of air. They have determined that the injector was not at fault and do not know the cause at this time. They have reviewed all of their procedures. Pt is reported ok after follow-up.